Manufacturer narrative:
Integra has completed their internal investigation on june 28, 2017 DHR review; cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: could not be determined because the product was not returned for evaluation.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A medtronic representative reported that during a cranial resection procedure, the site staff were about to do registration when the patient's head slipped out of the mayfield. The medtronic rep caught the patient's head as this happened. The patient's head was reinserted by surgeon into the mayfield and the case proceeded. The patient had about 1" cut from this incident. They had to pin the patient again and the required a few staples to the cuts. The delay to the procedure was 10 minutes.